Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/13/2026, due to persistent itching, the patient decided to remove the sensor. Later that same day, the patient went to the hospital because the rash did not subside after sensor removal. At the hospital, the patient was advised that the rash had developed into hives. The hives were limited to the arm where the sensor had been applied. The physician confirmed that the hives were caused by a reaction to the sensor the patient had been wearing. The patient was given unspecified steroid injections; no oral medications or topical creams were prescribed. The patient remained at the hospital for a few hours and was discharged the same day. At the time of the call, the patient reported that the area was still mildly itchy, although symptoms had temporarily subsided following the steroid injections. The patient confirmed that he was feeling fine after the treatment. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).